Manufacturer narrative:
Implant date is not applicable since the product was never placed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was an error in surgical protocol.